Event description:
It was reported that intima-ii y 24gax0.75in prn/ec slm was cracked. The following information was provided by the initial reporter: "on (B)(6) 2020, when the patient was given an intravenous infusion according to the doctor's advice, the closed venous indwelling needle was difficult to send needle after seeing back blood. After being pulled out, the closed indwelling needle tube cracked and leaked, and it was replaced with a new closed indwelling the needle was used to infuse the patient without causing any adverse effects on the patient. }

Manufacturer narrative:
H.6 investigation summary: a device history review was conducted for lot number 9023857. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately a sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Bd will continue to monitor this issue . H3 other text : see h.10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that intima-ii y 24gax0.75in prn/ec slm was cracked. The following information was provided by the initial reporter: "on (B)(6) 2020, when the patient was given an intravenous infusion according to the doctor's advice, the closed venous indwelling needle was difficult to send needle after seeing back blood. After being pulled out, the closed indwelling needle tube cracked and leaked, and it was replaced with a new closed indwelling the needle was used to infuse the patient without causing any adverse effects on the patient.